Event description:
It was reported that the device failed the pressure test at 29.65 psi. Possible scratch on dso seal as well. There was no patient involvement or patient harm,

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Mfg name: corrected one device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported pressure test issue. However, visual inspection did confirm the reported damage to the downstream occlusion seal. Damage to the upstream occlusion seal was also observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso and uso seals were replaced and the device passed all testing.